Manufacturer narrative:
Device evaluation: lens returned dry in a ziploc bag wrapped in gauze with clear surgical residue on product. Visual inspection found no visible damage to lens with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Date of event is (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.